Event description:
A surgeon reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. The pt ended up "overminused." Additional info was received from the surgeon who indicated the event resolved without treatment. In the surgeon's opinion, it is unk whether the iol contributed to the event. The surgeon also reported the use of an unapproved iol delivery system combination during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record (DHR) review indicated the product met release criteria. The questionnaire indicated the use of a cartridge, and a handpiece. Not enough info was provided to complete a phr review for the cartridge or handpiece lot. The indicated cartridge is not designed to be used with the reported handpiece. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested. A completed questionnaire was received on (B)(4) 2013. (B)(4).